Event description:
It was reported that the device was stuck in an inappropriate magnet response mode, was difficult to interrogate and was unable to complete diagnostic measurements during an in clinic follow-up. Abbott technical support recommended reprogramming the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.